Event description:
It was reported that the left ventricular (lv) lead shows an intrinsic amplitude that is out of range. This record involves a non-(B)(6) (1156t/(B)(6) product allegation. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).